Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review nor a complaint history review could be conducted. No product identification information was provided and thus an IFU review nor a risk management review could be conducted. A clinical investigation was completed and concluded the patient received a superficial burn. There were no photos of the burn or any supporting clinical/medical documents provided. No information confirming the degree of the burn adverse patient outcome or treatment regimen was reported. Therefore, a thorough clinical analysis is not able to be rendered based on the limited clinical details provided. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a case the patient received a superficial burn around the site where the return pad was connected using a vulcan generator and a footswitch. It is unknown if there was a delay or how the procedure was finished. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.